Manufacturer narrative:
B3 - date of event: corrected. G3 - PMA/510(k) #: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured a no external power alarm on (B)(6) 2025 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased, and the alarm resolved when power was restored to the system. The pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event and the mpu were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect and no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number of the mpu was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with concerns for a driveline abscess for which a computed tomography (CT) scan was completed and identified a possible thrombus in the outflow graft. Hemolysis labs were pending but the patient did not have alarms or symptoms. Log file history captured routine events; there were no notable alarm conditions or parameter changes. It was further reported that patient's driveline was inspected and found with very significant breakdown. There were no alarms or concerning device behavior. Rescue tape was applied very well. Log files did not contain any data that was suspect of any type of electrical issues with the driveline. No external power events were seen on 25mar2025 which was caused by power to the mobile power unit (mpu) being briefly interrupted.